Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed, and a leak was observed in the capped vent filter. However, this condition is not related to a manufacturing issue generated during the manufacturing process. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 lot #: the customer reported lot dr24c27025; however, the lot is not recognized in the baxter system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system - non-dehp solution sets leaked from the blue air vent above the priming chamber. The event was further described as "leak with the cap opened or closed". This occurred prior to adding a chemotherapy drug. A non-baxter spike adaptor was used in the set up between the solution bag and the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was received for b3 (date of event). Should additional relevant information become available, a supplemental report will be submitted.